Manufacturer narrative:
(B)(4). Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed the off no power test. Pump was tested with no missing segments/partial display, audio/beep anomaly or watchdog timeout alarm noted. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump had error alarm. The customer¿s blood glucose level was unknown. The customer was advised to use back up plan. The insulin pump will be returned for analysis.